Event description:
It was reported that during preparation of a hi torque pilot guide wire, after the wire was removed from the plastic hoop, as the technician was wiping the guide wire down to activate the hydrophilic coating, the technician felt something and saw a piece of `something' (foreign material) which was not described come off of the end of the guide wire. There was no damage, fraying, or separation noted when the guide wire was examined. The guide wire was set aside and another hi torque pilot guide wire was used for the procedure. There was no patient involvement or no clinically significant delay in the procedure reported. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the device was returned for analysis. The foreign material and irregular texture were unable to be confirmed. Based on a visual inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.